Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the hub of the micropuncture transitionless stiffened cannula access set separated during an abdominal angiogram with runoff procedure. Access was gained via the femoral artery of the (B)(6) male patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: b5: additional information was received from the customer. It was confirmed that the patient did not require any additional procedures due to the device failure, and the outcome was positive with no further complications reported. B7: the patient reportedly had a lot of scar tissue. D11: amplatz super stiff 7cm str .035x75cm, pinnacle r/o 5fx10cm, 5fx90cm uf, angled glidewire .035x260cm, torque device, 4fx65cm angled glidecath, 5fx80cm sos 2. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use(IFU), manufactures instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that one outer sheath from the mpis set was returned. The length of the device measured from the ridge marked was noted to be 10cm. The point of separation was stretched and frayed. Upon further inspection, the sheath material was present within the hub, suggesting the failure mode was shaft separation, not hub separation. The sheath had impressions at .3cm and 2.4cm from the ridge. These marks suggest a hemostat type device was used to remove the separated portion from the patient. A bend was noted 7.8cm from the ridge and flattening was present 4.3cm from the ridge. Furthermore, noted damage near the tip of the device appears to have been caused by patient anatomy. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. However, it should be noted that a review of the sub assembly lot revealed a rough transition nonconformity. This device was scrapped a not replaced. It should be noted there were no other reported complaints for this lot number. Moreover, a review of manufactures instructions and quality control revealed no gaps in processes. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause cannot be traced to the device but may lie with patient¿s condition. We will continue our monitoring of similar complaints, we have notified the appropriate personnel of this event and measures are being conducted to address this failure mode. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.